Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a predilated severely calcified lesion (90 percent stenosis degree) in the severely tortuous distal lcx. The lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. A small amount of contrast medium was found in the proximal inflation lumen. Judging from the x-ray markers the stent is not displaced. The stent is severely deformed at its distal end, several stent struts are bent outwards and are everted. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. Review of the product release documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU clearly states not to apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion.